Event description:
Vision alarmed "vent inoper" while in use on patient. Patient had short desaturation with recovery once taken off bipap and placed on nasal cannula. Attempted to turn vision on again. It did turn on but once the operator pushed monitor the screen went black and the "vent inoper" went on again. Exchanged vision with v60.